Event description:
It was reported the day of implant, the pt reported numbness and inability to move his hips, legs, and feet. Shortly after the pt reported the issue, it started to dissipate. The physician did not remove the scs system. It was reported the pt had some weakness postoperative, but had regained movement. F/u identified the pt was in ICU in the hospital for abdominal cramping, but no further neural complications. It was reported the pt was now well, and the scs system was providing effective stimulation and coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.